Event description:
A malfunction alarm was reported with the pump, specifically alarm 20, during the pumping phase. There was no reported impact to the customer¿s blood glucose level as this information was not provided. The customer was unable to resume insulin therapy after attempting to load a new cartridge due to the recurrence of the alarm. Tandem technical support assisted in loading a new cartridge, but since the issue persisted, they decided to replace the pump. The customer will use multiple daily injections (mdi) as a backup therapy and was provided instructions to put the pump into storage mode and return it with a pre-paid label.